Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Jaws. The following information was requested, but unavailable: how many clips were placed on patient side of the leak? When initially placing clip, did they notice any clip formation issue? Was a cholangiogram used? How long between the procedure was it before the leak was discovered? How was it diagnosed? What was the procedure performed at secondary hospital? What is the current patient status? On the re-op, what did the clip formation look like? Were clips found? What was their condition? The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.

Event description:
It was reported that following a laparoscopic cholecystectomy procedure, the patient experienced a post-operative bile leak and was transferred to a different hospital for re-operation.